Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device showed an ECG equipment malfunction / processor pca error. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the component return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the device showed an ECG equipment malfunction / processor pca error. The device was in use on a patient and there was no adverse event to patient or user. The therapy pca was returned to the failure analysis lab for evaluation. The therapy pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was conducted with the returned pca and the unit passed all checks. Upon conclusion of the analysis, the reported issue could not be duplicated, there were no faults found with the therapy pca.

Event description:
The customer reported the device showed an ECG equipment malfunction / processor pca error. The device was in use on a patient and there was no adverse event to patient or user. The therapy pca was returned to the failure analysis lab for evaluation. The therapy pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was conducted with the returned pca and the unit passed all checks. Upon conclusion of the analysis, the reported issue could not be duplicated, there were no faults found with the therapy pca. The power pca was returned to the failure analysis lab for evaluation. The power pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was conducted with the returned pca and the unit passed all checks. Upon conclusion of the analysis, the reported issue could not be duplicated, there were no faults found with the therapy pca.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.